Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's mother reported that the blood glucose device gave erratic readings during a hyperglycemic event. It was reported the customer received the following results within 15 minutes: 300 mg/dl and 80 mg/dl. Based on the lower result of 80 mg/dl the mother provided food to the customer, and then administered an insulin dose. The caller reported that the insulin dose was her after meal injection. The customer began vomiting. The mother rushed the customer to the hospital and a blood glucose result of 480 mg/dl was obtained on the professional meter. The timeframe between the result of 80 mg/dl on customer's meter and 480 mg/dl on the hospital's meter was 5 minutes. The hospital measured the customer's blood acidity which was also high. Once arriving at the hospital, the customer lost consciousness and went into a diabetic coma. Two intravenous cannulas were attached to the customer's body, one for insulin doses and one for constant saline solution. The mother stated the hospital's staff did not allow the customer to eat anything and tested her blood acidity every 4 hours. The healthcare professional advised that the patient's liver was impacted due to high blood glucose levels. The customer was admitted into the intensive care unit on (B)(6) 2021 and was discharged on (B)(6) 2021.